Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer reported an insulin flow blocked alarm during the bolus. No harm requiring medical intervention was reported. Troubleshooting was not performed. It was unknown whether customer will continue use of the device or not and the insulin pump will not be returned for analysis.